Event description:
Allegedly revised hip for dislocation. During revision surgery, it was discovered that the poly liner was loose and not locked in place and the hood of the liner was on the opposite side it was supposed to be on.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00614, 00615.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed; however, the product was not returned.(B)(4) - evidence that product in specification when used.